Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds to high levels. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.